Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported an occlusion alert (alert 35) during a meal bolus and noted air bubbles in the tubing. The user flushed the tubing and cleared the occlusion, then reconnected and completed the meal. Blood glucose remained in range, no symptoms were reported, and no medical intervention was required.